Manufacturer narrative:
The device was not returned for evaluation. The labeling currently addresses potential risks for this event. A potential root cause for this failure mode could be "balloon material does not shrink quickly enough." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the balloon on the foley catheter "pancakes flat" after deflating making it difficult and painful to remove. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon on the foley catheter "pancakes flat" after deflating making it difficult and painful to remove. No medical intervention was reported.